Event description:
It was reported that during a da vinci-assisted mediastinal mass resection surgical procedure, the intuitive surgical inc. (Isi) clinical sales representative (csr) reported to an isi technical support engineer (tse) that universal surgical manipulator (usm) arm 4 was not locking. The customer undocked and redocked the usm arm with no change. Tse viewed logs and did not note any associated errors. Tse recommended to reboot the system when they get a chance. The csr called back and said the issue was still occurring and the customer opted to change out the patient side cart. The procedure was converted to anther da vinci system with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: this apparently was an issue but upon the field engineer test, it was working in normal fashion.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse tested the operation of universal surgical manipulator (usm) 4. The fse found usm 4 to be operating normally. Video shared by the customer was reviewed by the fse which shows the usm responding as expected when docked to the patient and interacted with by the bedside nurse. The fse spoke with the charge nurse and informed the usm's movement observed in the video was normal and no action is required. The system was verified as ready for use. Attachments were unable to be downloaded for post marker surveillance analyst to review. Upon field evaluation by the fse, it was determined that usm 4 was operating normally. The video evidence provided by the customer showed the usm was responding appropriately when docked to the patient and interacted with by the bedside nurse. This indicates that the initial concern was likely due to a misunderstanding or misinterpretation of the usm's expected behavior, rather than a mechanical or operational fault with the usm 4.